Event description:
The customer contacted physio-control to report that their device would not complete the boot up cyle and, as a result, would not be able to provide defibrillation if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the device but was unable to verify, or duplicate, the reported failure. After observing proper device operation through functional and performance testing the unit was placed back into the physio-control loaner pool for use.the customer was provided with a replacement loaner device.